Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead had dislodged resulting in high threshold levels. The lead was capped and not replaced, while a pin-plug was utilized in the lv lead port of the crt-p device. No patient complications have been reported as a result of this event.